Event description:
A report was received that the patient's lead was displaying high impedances on multiple contacts. The patient underwent a lead revision where the lead was explanted due to being bent at the clik anchor site. The clik anchor was also explanted. It is not known whether the lead was bent prior to being explanted or bent during the explant procedure. The patient was reimplanted and is reportedly doing well.

Manufacturer narrative:
Additional suspected medical device components involved: model #: sc-4136, serial/lot#: (B)(4), description: clik anchor.

Event description:
A report was received that the patient's lead was displaying high impedances on multiple contacts. The patient underwent a lead revision where the lead was explanted due to being bent at the clik anchor site. The clik anchor was also explanted. It is not known whether the lead was bent prior to being explanted or bent during the explant procedure. The patient was reimplanted and is reportedly doing well.

Manufacturer narrative:
The returned device analysis confirmed the complaint. The lead passed mechanical testing. Visual inspection revealed that the lead body had a kink approximately 6 inches from the distal end, where the lead appears to have been sutured. All cables were broken/severed at this spot. The fracture site is 1cm from the click anchor set screw mark. This appears to have been coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed.